Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 23mm bioprosthetic aortic valve in pulmonic position, implanted approximately for nine (9) years and three (3) months, was explanted due to severe stenosis. The explanted device was replaced with an 29mm valve. The patient was discharged home on pod #7. Per medical records, this case involved a (B)(6) year-old male with history of (B)(6), pvr, and endocarditis. He presented with severe pulmonary stenosis and tricuspid regurgitation. The 23mm bioprosthetic aortic valve in pulmonic position was explanted. A 29mm valve was implanted using prolene sutures. The patient also underwent tricuspid valve repair and CABG x2 during the procedure. The patient did have complete heart block requiring temporary av sequential pacing. Patient was weaned from cpb and taken to cvicu in stable condition. On pod #1, he underwent mediastinal exploration due to bleeding, with securing of hemostasis and evacuation of a small right hemothorax. Patient was discharged home on pod #7.

Manufacturer narrative:
Reference CAPA-20-00141.